Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 04nov2023.

Manufacturer narrative:
The device was returned as part of the asset return process, it was observed that the device displayed error code e433 due to a defective high voltage power source board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, high frequency unit "esg-400", to the olympus service center. Upon inspection and testing of the returned device, it was observed that the device displayed error code e433 due to a defective high voltage power source board. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.